Event description:
The system displayed an interlock error message. This error message will result in a system lockup, no boot, or shut down situation depending on when the loss of communication occurred.

Manufacturer narrative:
No conclusion can be drawn, as repair information is unavailable.